Event description:
It was reported that damaged lens was found inside the carton and the cartridge was split. Additional information has been requested.

Manufacturer narrative:
The lens was returned pressed into the well area of the lens case. Viscoelastic was observed on the lens. Both haptics were folded in on the optic typical of loading into a cartridge. No lens damage was observed. The lens was cleaned with klrp. Very small chip was observed on anterior optic edge. No other damage observed. Lens dimensions were acceptable (plan view) using an approved template. Product history records were reviewed, and documentation indicated the product met release criteria. It is unknown if a qualified cartridge was used as the model was not specified. The company lens is only qualified for use in the company cartridge. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. A very small chip was observed on the optic edge. No other damage was observed. Information was provided that the cartridges tip split. It is unknown if a qualified cartridge was used. The diopter lens is only qualified for use in the company cartridge. Lens dimensions were acceptable (plan view) using an approved template. If is unknown if a qualified cartridge, handpiece and viscoelastic were used. Per the instruction for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).